Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when during procedure, the rv lead was implanted and then the atrial lead was implanted. During this time the ventricular lead was perforated and there was a little fluid in the pericardium. Both leads were explanted. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.